Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were severely tortuous with moderate calcification. It was reported t hat during advancement without adequate guidewire support, the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the pt. The physician then changed guidewires and another device was used to successfully complete the case. The device was discarded by the user facility. No clical sequelae were reported and the pt is reported to be fine.